Manufacturer narrative:
The insulin pump had pump was received with compromised force sensor system alarm during basic occlusion test and unable to prime at 4.0 lbs during prime test due to moisture damage inside force sensor resistor. The insulin pump had missing end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 301 mg/dl at the time of incident. The insulin pump will be returned for analysis.